Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced foot pedal to resolve the issue. The system was verified and ready to use. Intuitive surgical, inc. (Isi) has received the foot pedal involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the camera pedal was sticking, and customer was having to hit the camera foot pedal multiple times before it would engage. The customer moved to the secondary surgeon side console (ssc). The procedure was completed as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the footrest associated with this complaint and completed investigations. The unit was returned for failure analysis and the reported failure was confirmed. The footrest was installed onto a test system, and the camera pedal was not working properly when pressed.